Event description:
It was reported occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Customer decided to replace infusion set and cartridge supplies, no troubleshooting was performed and no additional information was received regarding the outcome of the event.